Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on feb 15, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of particles, nausea, burning/smoke/electrical odor, and device won't turn on related to CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device internally and externally, observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel , rear panel, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector. Pil observed a scratch on the top enclosure, red substance on the top enclosure and keypad, a hairlike substance was observed inside the sd cover flip door, inside the ui panel, unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress was observed on the blower and blower box, a contaminate consistent with keratin was observed on the blower box. Manufacturer observed no burning odor and the device turned on with no issues. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patients symptoms and they did observe dust/dirt contamination in the airpath, likely from a source external to the device. There was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.